Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batches. The returned sample was subjected to blood escape time (bet), and the sample passed the test with no leakage observed at septum (also known as blood control valve). Hence, root cause could not be established. Current control there is an outgoing functional test on blood escape time (bet) to detect leakage from the blood control valve.

Event description:
Material #: 386860; batch#: 2274376; it was reported by customer that valve vot occluding as expected upon insertion of 24g cathena piv complaint received.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd us cathena 24gx0.75in straight bc leaked it was reported by customer that valve vot occuding as expected upon insertion of 24g cathena piv verbatim: complaint received via email(s) attached. Valve vot occuding as expected upon insertion of 24g cathena piv.

Event description:
Material #:386860 batch#: 2274376. It was reported by customer that valve vot occuding as expected upon insertion of 24g cathena piv verbatim: complaint received via email(s) attached. Valve vot occuding as expected upon insertion of 24g cathena piv.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batches. Current control there is an outgoing functional test on blood escape time (bet) to detect leakage from the blood control valve. As no photo/sample is returned for evaluation, actual root cause could not be established.